Event description:
During evaluation of a returned homechoice (hc) machine, failure of the volumetric accuracy test occurred; the fluid reading displayed on the device did not reflect the actual fill or drain volume. There was no patient involvement as this occurred during testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device logs did not verify the rite volumetric accuracy failure. The accuracy confirmation test was performed and device failed the first test with original piston foam, passed the second test with pal test article piston foam installed, and then failed the third test with original piston foam reinstalled to the piston. Device passed temperature verification test. The external and internal visual inspection revealed no problems. The cycler remote toolbox (crt) was used to verify the device pneumatic system. Crt revealed no leak and all pressures were correct and stable. Further inspection revealed that the piston foam was deteriorated. The direct cause was determined to be deteriorated piston foam. The piston foam was scrapped and the device was sent to service area for servicing. Should additional relevant information become available, a supplemental report will be submitted.